Event description:
Reportedly, after firing the instrument, the donuts were fine and no leak was noted. As they were closing, blood was coming from the patient's nose. The information received stated that the surgeon oversewed the staple line. No other information provided. Procedure: gastric bypass.